Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump was exhibiting system failure: primary audible alarm bgnd test and system failure: primary audible alarm post alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked right plunger head case. Review of the event history log (ehl) showed a primary audible alarm background and primary audible post test" alarms. The device was powered on and an audio and occlusion test were performed as part of the functional testing. The reported issue was not duplicated. The cause of the reported issues was likely related to the mainboard not functioning as intended. The mainboard was replaced, and preventative maintenance and all functional test were was performed. A service history review identified no indication that the complaint was related to a service of the device within the review period.